Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that water leaked at the connection between water feedset tube and spike of five mr290 humidification chambers during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Lot number: 100213, manufacturing date: 02/13/2010, quantity affected: (B)(4); unknown, unknown, (B)(4). The complaint mr290 humidification chambers were discarded at the hospital's facility. Our analysis is accordingly based on the event description and additional information provided by the hospital, and results of our previous investigations on similar complaints. Inspection of the previous samples we received showed that insufficient glue had been applied between the connection of the water feedset tube and spike, causing it to leak. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires (B)(4). Any chamber that fails is rejected and the whole batch is placed on hold for investigation. All chambers are pressure tested before they leave for distribution, and any that fail are rejected. This suggests that the leak developed post production, possibly as a result of failure of the glue bond that joins the spike to the water feedset tube. The water feedset tubing is attached to the spike by an automated gluing process. As part of our ongoing improvement process, additional glue is now applied to the water feedset spike during the automated assembly. Our user instructions that accompany the mr290 autofeed humidification chambers state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).